Manufacturer narrative:
(B)(4) date sent to the FDA: 02/07/2018. It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation: the actual device involved in this event was returned for evaluation. The evaluation found that the swage and attachment area of the needles were flat and broken; this caused that the hole was bigger than usual. The product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent unknown procedure on unknown date and suture was used. Prior to use, the needle swage was noted larger than usual. Upon evaluation of returned device, it was found that the swage and attachment area of the needle was flat and broken.